Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and showed multiple entries of "high alarm displayed: cassette not attached properly." In addition, a review of the previous 12 months of service history was performed. A visual inspection and functional testing were conducted. The customer's complaint of "dso failure" was confirmed through a failed dso calibration and a "dso no disposable" error during the calibration check. The investigation determined that the probable cause of the failure was a faulty dso sensor. Replacement of the dso sensor is required. Further investigation revealed additional damage and defects, including a cracked lcd lens, cracked battery door, cracked battery compartment, dented uso seal, corroded usb port, and an intermittent fault in the remote dose jack. Lcd lens, battery door, battery compartment, uso seal, lcd lens and pcba needs to be replaced

Event description:
The device was returned because a dso failure was reported. The investigation confirmed that the dso sensor was faulty. There was no patient involved and no patient harm.